Event description:
A customer from (B)(6) filed a complaint alleging that discrepant hbv results were generated for two samples with the cobas ampliprep/cobas taqman (cap/ctm) hbv v2.0 test when compared to the versant bdna test. (B)(6). It is planned to obtain sequencing information for the sample. The other sample is addressed in MDR 2243471-2011-00076.

Manufacturer narrative:
The issue is under investigation. No conclusions can be drawn at this time. The associated us product is (B)(4). (B)(4).

Manufacturer narrative:
(B)(4): method: analysis of labeling and (review of design history data and analysis of raw data from the customer site). Result: device performed according to specifications. Conclusion: no failure detected and product performed within specification. No product or batch non-conformance was identified. Analysis of the raw data does not show any indication of an issue with the cobas ampliprep/ cobas taqman system (i.e. Curve anomalies, pipetting problems, etc.). Upon investigation there was no trend found in the field. Qc release data for n11158 was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch n11158. The package insert for this test includes a correlation study between the cap-ctm hbv test and the versant hbv dna test. The study includes one sample with similarly discrepant results (log 2 for cap-ctm and log 5 for versant). Review of the design history file for this study shows that the study sample was sequenced and had no mismatches that would affect the cap-ctm test. The study sample also correlated well between cap-ctm, abbott, cobas amplicor and high pure tests. The study sample was retested with cap-ctm and the same results were confirmed. There are no additional conclusions made in the study regarding this discrepancy, however, it could be that the versant tests over quantifies this sample. No sample material was available from the customer for investigative testing to confirm the presence of any sequence mismatches or to further evaluation this issue. (B)(4).